Event description:
It was reported that approximately three and a half weeks after the implant of the implantable cardioverter defibrillator (ICD) that patient developed a pocket hematoma. The hematoma was evacuated and it was noted that the patient has a history of hypertrophic obstructive cardiomyopathy with a mitral valve replacement and is on warfarin and aspiring. The ICD remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: 670100 heart band, implanted (B)(6) 2014. 670100 heart band, implanted (B)(6) 2014. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.